Event description:
On (B)(4) 2013, the following information was reported to kci: in (B)(6) 2011 "abscesses began forming around the wound sites and quickly deteriorated." On a date not provided, the pt's physician performed an incision and drainage procedure which revealed deep abscesses. On (B)(6) 2011, the physician performed an incision and drainage procedure and allegedly discovered a retained foreign material alleged to be v.a.c. Granufoam dressing in the wound, which was removed, method unknown. On (B)(6)2013, the following information was reported to kci by the nurse: the pt was last seen in (B)(6) 2012, and at that time the pt's wound had healed.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.